Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer broke four sensors while trying to insert them. No further details were given, and while replacements were requested no products have as of yet been shipped or returned.